Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance testing and the sensor passed per specification. Performed bicarbonate buffer testing and the sensor passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was receiving messages on her insulin pump that said her blood glucose levels were low. Customer received low blood glucose reading, but followed up with manual check and found a significant difference. The customer's current blood glucose level is 206 mg/dl. The customer's sensor reading value was 48. It was found to not be in the acceptable range difference. The customer was advised to remove and replace the sensor.